Event description:
Reportedly, the subject device did not pace during implant procedure performed on (B)(6) 2015. Consequently, it was replaced and was returned for analysis. It should be noted that the user complains about the shipped settings of the polarity (bipolar).